Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was waking up with an empty reservoir, but did not receive a low reservoir alarm. It was reported that blood glucose had gone as high as 700 mg/dl and was treated with manual injection. Customer received assistance and was advised that insulin pump seemed to be working fine. Caller requested for insulin pump to be replaced.